Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. Use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer went to the emergency room (ER) with a blood glucose (bg) level over 500 mg/dl with possible ketones. The customer was treated with intravenous insulin. The customer left the ER stable with a bg level of 298 mg/dl. The next day the customer's bg was 300 mg/dl and a correction bolus via the pump was used to address the bg level. Tandem customer technical support (cts) had the contact perform a system check and the pump was found to be functioning as intended. There was no damage noted to the cannula. Reportedly, the cartridge was filled with insulin from an insulin pen and humalin 200 was used. Cts informed the contact that humalin 200 was not labeled for use with the pump and it was off label to use an insulin pen to fill the cartridge the contact acknowledged the information.